Manufacturer narrative:
Submitted: 05/02/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: on examination, the keypad was intact. On testing, the keypad buttons had normal response. The keypad cover was removed and revealed contamination of the button contacts on the up arrow, down arrow and contrast buttons. The display screen was noted to be dim, faded and discolored.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/22/2014: button contact contamination and a dim, faded, discolored display screen.